Manufacturer narrative:
The qc (quality control) results on the day of the event were within lab-established ranges, and did not show imprecision or shifts. The customer technical specialist (cts) instructed customer to perform the twice weekly maintenance and to recalibrate the instrument. The cts then confirmed with customer that the troubleshooting instructions provided via telephone effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. (B)(4).

Event description:
Customer called to report that the unicel dxc 600 synchron system 'flagged' anion gap results. The results were not reported outside the laboratory. When the issue was noticed, the samples were rerun on the other dxc instrument in the laboratory, and those results were reported. Therefore, patient treatment was not affected. Multiple attempts were made to obtain more information, but customer did not supply any more details or data. It is unknown which ise (ion-selective electrode) analyte(s) caused the anion gap results. It is also unknown if the difference in those results exceeded instrument precision claims. The qc (quality control) results on the day of the event were within lab-established ranges, and did not show imprecision or shifts.